Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not power on when prompted during testing. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device was scrapped so no further evaluation could be performed. The customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not power on when prompted during testing. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.